Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system, implanted with a non (B)(6) right ventricular (rv) lead, due to rv loss of capture (loc) concerns. Review of non-sustained ventricular tachycardia (nsvt) episodes showed no pacing was observed, only sensed intrinsic beats. There was one ventricular pace on the present egm with a t-wave that was labeled as "fusion." There were 2,800+ right ventricular auto-threshold (rvati tests within the past year, with some values at 3v. Additionally, there was an alert for low r-waves. Impedance trends appeared stable. It was noted that the patient refused to come in for a clinic visit. Additional information received approximately four years later reported that this pacemaker system stored additional nsvt episodes that appeared to contain premature ventricular contractions (pvcs), noise, and/or non-capture. Rv threshold measurements had increased from 1.4v to 2.8v, and then went back down. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was noted that there may have been some medication changes/concerns that contributed to these observations, however further lead evaluation was still recommended. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).